Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 467mg/dl and the pump alarmed no delivery. The customer treated with a bolus. Customer indicated that the issue was resolved by a complete set change. Troubleshooting advised that no delivery was most likely the result of an occlusion and changing the reservoir resolved the issue. Customer was advised on proper insertion, taping and site techniques and to not insert the cannula in places of scar tissue or hardened skin. Customer declined high blood glucose troubleshooting.